Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The graftmaster was implanted successfully; however, the device was reportedly used after expiration. Review of the labels attached to the device history record for this lot was conducted and the label indicated an expiration date (use by date) of 31-august-2014 which is based on the shelf life extension of 6 months from the original expiration date 28-february-2014, and the implant procedure date is (B)(6) 2014 which is approximately (B)(6) days post expiration, thus confirming the complaint. It should be noted that the otw graftmaster instructions for use (IFU) states that it is not recommended that the product be used after the use before date. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for use past expiration reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat the right coronary artery, a perforation occurred which required the use of a graftmaster stent. Two graftmaster stents (4.0 x 16 mm, 4.0 x 19 mm) were implanted and the perforation was sealed successfully, with excellent results. After the procedure, it was observed that the implanted 4.0 x 16 mm graftmaster stent was expired. There were no adverse patient effects reported. No additional information was provided.